Event description:
It was reported that the patient experienced no stimulation since (B)(6) 2010. They had increased the stimulation up to 7.5 volts for 1 second and felt no stimulation. The patient decreased the stimulation back down and notified her physician. She met with her physician in (B)(6) 2010 and was told "no further electrodes can be used. Bad device again." Additional information was requested.

Manufacturer narrative:
(B)(4).